Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-84 mg/dl. Reportedly the customer had ¿over bloused for dinner¿ resulting in their bg decreasing. Customer consumed chocolate milk and gatorade to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.